Event description:
Nuvasive cage inserter cr-x, catalog # 6900101, lot# em-3066 and nuvasive cage inserter coroent xl-wide, catalog# 6900401, lot # em-7390 are not designed in a manner that allows for proper decontamination and cleaning for re-use on a second pt.